Manufacturer narrative:
No samples were returned for investigation. Additionally, no pictures or videos were provided by the customer documenting the reported issue. Therefore, a comprehensive failure investigation could not be performed and a root cause could not be determined. A manufacturing review was completed for lot 925775h and no discrepancies or non-conformances were found that would have contributed to the reported complaint. The reported leak was not confirmed by investigation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of a primary plum set that leaked while cetuximab was being infused. The patient observed the leak from the back of the filter within 30 minutes of the infusion starting. There was no obvious defect noted on the tubing set or filter. The delay in therapy was about 10 minutes long, but not critical to the patient. No one was harmed as a result of the reported event and there was no medical intervention.